Manufacturer narrative:
The reported event that a distal lateral femur plate axsos 3 ti for right femur 12 hole / l274mm was alleged of "implant - breakage post-operative" could be confirmed based on the x-rays provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Plate broke after implantation. Revision surgery occurred as a result.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device disposition is unknown.

Event description:
Plate broke after implantation. Revision surgery occurred as a result.